Manufacturer narrative:
Concomitant medical products: product ID 37791 lot# serial# unknown product type recharger product ID 97754 lot# serial# (B)(6) product type recharger b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated they have been unable to charge the implant and rep directed them to pats to order antenna. Agent asked caller to connect insr and charge implant, caller saw reposition antenna screen. Caller was able to charge insr fine from wall. Caller had to change batteries in the programmer and was able to connect/sync with implant normally. Caller stated pt charged once a week and last time they charges was about a week ago. An email was sent to repair to replace the recharger antenna cord. Additional information was received from a patient's representative (pt rep). It was reported that the patient services (pss) agent made an outbound call to the pt to try more troubleshooting. Pt rep used the programmer and confirmed pt connected and could see the therapy screen. Pss had the patient (pt) try the al feature. Pt was able to get to about 120 but still got reposition antenna screen. Had pt unscrew the panel and unplug and reinsert the antenna. It did not resolve the issue. Pt still got reposition antenna screen. Pss reviewed that another agent is going to work with the field on ordering the wireless recharger. The manufacturer representative (rep) then reported that they got in touch with the pt/caller and got them taken care of. Additional information was received from the manufacturer representative (rep). Rep reported the patient was seen by the provider and they are getting set up for a battery replacement.